Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the pa used a vh-3200 to look for the vein in the leg but could not find one. He then opened a vh-3000 to use on the arm. This acct uses vh-3200 for leg and vh-3000 for arm. He went to push in the tissue welder using the vh-3200 cannula and it was very difficult to push through (stiction). They finally got it through with much effort and without damaging the tissue welder. Then, during the same case, the vh-3000 short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used from the 1st vh-3200 kit to complete the procedure. The hospital did not report any pt complications. The maquet territory mgr was present during this case. This report is for the second device, "short port inflation valve".

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).